Manufacturer narrative:
A ge service rep performed an onsite investigation. The surge suppressor board, assembly cable and circuit breaker were evaluated and replaced. The sys was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the sys would not boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death. Associated with this event.